Manufacturer narrative:
The authorized third party service provider has elected to return the device to ventec for evaluation and repair. Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec by an authorized third party service provider (asp) that the device was continuously rebooting by itself. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). Additionally, ventec has determined that the initial medwatch report was submitted in error. The authorized third party service provider (asp) who reported the device rebooting issue advised ventec that this device is used for asp service training only, and that it would never be sent out to be used on patients (i.e. Not for patient use). The rebooting condition was the result of their service training and not a device malfunction. As a result, this does not meet reportability requirements as the issue would not cause or contribute to death or serious injury if it were to recur.